Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2100 ohms which resulted in a lead safety switch. It was noted that the patient was externally shocked last september due to electronic work he performed, and they wanted to know if that was the cause. Technical services (ts) discussed there was an out-of-range episode that had occurred prior to that incident. Ts noted that it was likely spring contact behavior. Ts was consulted and recommended considering split configuration for unipolar pacing and bipolar sensing and recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).